Manufacturer narrative:
Available information indicates that this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up appointment approximately six months ago, this right ventricular (rv) lead was observed to have fractured. The device was programmed to atrial only therapy as the patient has intact conduction and does not require ventricular therapy. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 18.5 centimeters (cm) from the terminal pin or at about 4.5 cm from a suture sleeve tie-down location. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that review of the lead under fluoroscopy noted the lead was completely fractured beyond the suture sleeve and the distal portion had advanced and was looped in the rv. Surgical intervention was undertaken. The proximal portion of the lead was explanted and the distal portion was surgically abandoned. A new lead was implanted. No additional adverse patient effects were reported.